Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported on 14sept2022, a patient had this PICC placed (B)(6) 2021. The PICC started leaking from the pink hub so she had to come back to the hospital to get it replaced. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed with several relevant findings. For material mc-44052-003c and lot 13c21d1161, a non-conformance was initiated for stylet tight in PICC catheter. For material mc-44052-002c and lot 13c21h2665, a non-conformance was initiated in regards to pull test fail. For material c-15802-037a and lots 13c21h2348, 13c21h2282, 13c21h1821, 13c21a1011, 13c20m1842 and 13c20m0151, a non-conformance was initiated for extension line leak during use. For material c-15802-032a and lots 13c21f2564, 13c20m1723, four non-conformances were initiated for extension line/luer hub separation, extension line leak during use. It cannot be confirmed if the failure mode involved with this complaint is the same issue being addressed by these non-conformances without the sample returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 14sept2022, a patient had this PICC placed 06dec2021. The PICC started leaking from the pink hub so she had to come back to the hospital to get it replaced. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.